Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0209366554, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during impedance test, plot 3 was out of order. Plot 3 was not used for stimulation. The event was related to the lead. No action was taken. There was no impact to the patient. The patient exited the clinical study.